Manufacturer narrative:
The customer¿s report of spinoff between extension tubing and a maxzero valve was confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Functional and pressure testing confirmed the valve was slowly twisting away from the luer of the extension tubing, but did not completely disconnect. The root cause was the presence of silicone lubricant within the female luer inlet, which, when combined with the return spring force of the piston, can cause it to disconnect from a mated component.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that medication leaked from the IV set into the patient's bed. The location of the leak was between the IV set and needleless connector. There was no patient harm.